Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
The patient had one resolute integrity drug-eluting stent implanted in the svg during a revascularization procedure. Approximately 16 months post implantation of the resolute integrity stent the patient suffered an mi which was reported to be an acute thrombotic occlusion of native venous bypass graft. On the same day the patient had a revascularization of the tv the svg using a non-medtronic stent. The investigator has indicated the event was not related to the study stent.

Event description:
Approximately 58 months post index procedure, the patient had a revascularization of the svg1 due to instent restenosis using an unknown brand stent. Investigator assessed that the event was not related to the study device.